Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, vaginal infection, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea cramping), dyspareunia (painful sexual intercourse), psych injury, vaginal infection, vaginal discharge, fatigue diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: pelvic pain, abdominal pain, dysmenorrhea cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, vaginal infection, vaginal discharge, fatigue. Laboratory data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salipingitis unspecified / chronic salpingitis'), pelvic pain ('pelvic pain/chronic/pelvic stabbing pain') and genital haemorrhage ('abnormal bleeding (general)') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included spontaneous abortion on (B)(6) 2013, pre-eclampsia on (B)(6) 2013, miscarriage in 2006, gravida ii and parity 3. Current weight 230 lbs. Concurrent conditions included hypertension since 2010, vaginal irritation, itching, obesity, gerd, anemia, foggy feeling in head, mood swings, salpingitis, gastroesophagitis and diaphragmatic hernia. Concomitant products included amlodipine besilate (norvasc) since 2010, bupropion hydrochloride (wellbutrin) from (B)(6) 2014 to (B)(6) 2018, hydralazine since 2010 and medroxyprogesterone acetate (depo provera) from 2011 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("yeast infections"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced libido decreased ("decrease sex drive"). On (B)(6) 2014, the patient experienced rash ("skin rash on extremities"), 11 months 14 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("psych injury/depression") and anxiety ("anxiety"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced vaginal infection ("vaginal infection"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/chronic"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/pain and bleeding after intercourse"), back pain ("back pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), crying ("depression crying"), pruritus ("pruiritis"), genital lesion ("painful lesion on clitoris") with vulvovaginal pain, uterine haemorrhage ("abnormal uterine bleeding"), vitreous floaters ("floaters"), mood swings ("mood swings"), feeling abnormal ("brain fog"), arthralgia ("hip pain"), menstruation irregular ("irregular cycles"), coital bleeding ("bleeding between sex(when I have sex)") and gastrointestinal disorder ("gastrointestinal symptoms"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the salpingitis, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, vaginal haemorrhage, vaginal infection, vaginal discharge, fatigue, vulvovaginal mycotic infection, depression, anxiety, crying, pruritus, genital lesion, weight increased, libido decreased, vitreous floaters, mood swings, feeling abnormal, arthralgia, menstruation irregular, coital bleeding and gastrointestinal disorder outcome was unknown and the pelvic pain, female sexual dysfunction, rash and uterine haemorrhage had resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, coital bleeding, crying, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, genital lesion, libido decreased, menorrhagia, menstruation irregular, mood swings, pelvic pain, pruritus, rash, salpingitis, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vitreous floaters, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea cramping), dyspareunia (painful sexual intercourse), psych injury, vaginal infection, vaginal discharge, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Imaging procedure - on (B)(6) 2014: (unspecified): bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: no abnormalities and patient continues to complain of right lower quadrant pain that is sharp and worse with ambulation.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pain pelvic, pain abdominal, fatigue, depression, positive painful lesion on clitoris, abnormal vaginal discharge, anxiety, crying, weight gain, dyspareunia, heavy bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: pfs, mr and social media received: new events added: salpingitis, abnormal bleeding (general), yeast infections, apareunia (inability to have sexual intercourse), anxiety, crying, skin rash on extremities, pruiritis , painful lesion on clitoris, weight gain, abnormal bleeding (vaginal), decrease sex drive, abnormal uterine bleeding, floaters, mood swings, brain fog.social media received: new events: irregular cycles, bleeding between sex(when I have sex), floaters, gastrointestinal symptoms, mood swings, brain fog, hip pain, back pain were added.event onset date, event outcome were added. Previously reported event were clubbed with new events. Reporter information were updated, patient history, concomitant drugs and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.